Manufacturer narrative:
(B)(4). Method: the complaint rt125 infant bias flow breathing circuit was returned to fph in new zealand for investigation where it was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports. The pressure test revealed that the subject breathing circuit performed outside of specification. Conclusion: we are unable to determine what may have caused the reported complaint. All rt125 infant breathing circuits are visually inspected and pressure and flow tested prior to distribution, and those that fail are rejected. The subject rt125 infant breathing circuit would have met the required specifications at the time of production. As the subject breathing circuit had been used 5 days before the reported event, the crack most likely occurred post production. The user instructions that accompany the rt125 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A medical center in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a crack was found on the swivel wye of an rt125 infant bias flow breathing circuit after 5 days of use. No patient consequence was reported.